Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited undersensing via the inappropriate exit of automatic mode switch. No intervention was performed. The patient was in stable condition and will continue to be monitored.